Manufacturer narrative:
Additional information has been provided. The company service representative examined the system and replicated the reported laser issue. The company service representative did not indicate replicating the reported auxiliary illuminator issue. The non-conforming interface extender printed circuit board (pcb) was replaced to resolve the issue. The system was then tested and met all product specifications. The non-conforming interface extender printed circuit board (pcb) was received and a visual assessment of the returned samples did not find any obvious non-conformities. The breakout pcb was installed in a calibrated constellation vision system and the reported event could not be replicated. The extender pcb was then installed in the system and the laser could not boot up, replicating the reported event. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the non-conforming interface extender printed circuit board (pcb). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the laser and the auxiliary illuminator did not work during the surgical procedure. The case was completed using cryopexy procedure. There was no patient harm reported. Additional information has been requested but not received.